Manufacturer narrative:
(B)(6). Customer has indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the tibial cut guide puts the knee tight in flexion and could lead to early loosening.

Manufacturer narrative:
This follow-up is being submitted to relay additional information. There is two possibilities of part numbers, it could be either 42578100802 or 42578100801. Reported event was unable to be confirmed due to limited information received from the customer. Device was not returned. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. The root cause of the reported issue is attributed to a design deficiency. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.